Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "during surgery the jig did not align correctly so the drill hit the nail and the surgeon complained about it. A second nail was opened after the case to check the functionality of the jig. Please note that this surgery was a revision of non-stryker products. Surgery successful as the case could continue with the same devices well enough to complete." There was a 5 minute delay to the surgery.

Event description:
As reported: "during surgery the jig did not align correctly so the drill hit the nail and the surgeon complained about it. A second nail was opened after the case to check the functionality of the jig. Please note that this surgery was a revision of non-stryker products. Surgery successful as the case could continue with the same devices well enough to complete." There was a 5 minute delay to the surgery.

Manufacturer narrative:
Please note the corrections to d9/h3 as the device was not returned for evaluation. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. Reasons for mal alignment [deflecting] between drill and nail¿s drill holes are various, e.g. [But not limited to] insufficient tightening of the nail holding screw, applying too much [axial] force on the construct during drilling or unsuitable bone geometry. Finally, as instructed within labelling ¿avoid drilling into metal implants with bone drills. The implants could be critically weakened and break under load and the drill could be damaged¿ since nothing was reported during pre-functional check [which is required per IFU] and ¿a second nail was opened after the case to check the functionality of the jig¿ and no discrepancy was reported during this time of check, it could not be excluded that the reported targeting inaccuracy was rather related to a sub-optimal intraoperative procedure. As per further details provided ¿surgery successful as the case could continue with the same devices well enough to complete.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case. H3 other text : device disposition unknown